Manufacturer narrative:
Other relevant device(s) are: product ID: 9735416. During inspection of the computer, the issue was resolved. Therefore, the product will not be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system failed to start. It was noted the screen stayed black and the fan repeated high and low rotation. After checking the memory contact of the computer, the system functioned as normal. This issue was noted outside of a procedure, and there was no patient involvement.